Event description:
"A legal complaint was filed in which the plaintiff's attorney alleges that the vena tech ivc filter was implanted on or after (B)(6) 2000. The purpose of implanting the filter was to prevent the claimant from thromboembolic events after a motor vehicle accident on or about (B)(6) 2000. On (B)(6) 2022, the plaintiff's attorney alleges that the claimant underwent a percutaneous procedure to remove the vena tech ivc filter which was tilted, perforating the ivc wall and infected. The vena tech ivc filter fractured and a piece embolized into the caval wall where it remains to this day."

Manufacturer narrative:
Note: product reference 5010024 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k240578. Investigation results will be sent in the medwatch report - follow-up.